Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during peripheral endovascular percutaneous transluminal angioplasty treatment of a calcified mid popliteal artery lesion with approximately 60% stenosis, a chocolate 014 balloon was used and there was difficulty removing the device. The target vessel was the popliteal artery at the mid location, with moderate tortuosity and moderate calcification. The balloon was inflated using a non medtronic inflation device. Following balloon inflation and subsequent deflation, the balloon could not be successfully retracted back into the long sheath, and after multiple unsuccessful attempts, the sheath and balloon were withdrawn together to complete the procedure. No patient complications have been reported as a result of this event.